Manufacturer narrative:
Device received with all operating currents within specification and passed functional testing including the rewind, basic occlusion test, occlusion test, prime test, excessive no delivery test, self test and displacement test. Pump passed the delivery accuracy test at 0.08735 inches. No displacement anomalies noted. The motor was tested outside the device and passed. Device received with cracked case at display window corners, display window, reservoir tube lip and battery tube threads. Device received with minor scratched display window and case. Device received with stained end cap sticker and back address serial number label.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that they were hospitalized due to high blood glucose on december 6, 2018 with blood glucose of 24 mg/dl. The customer¿s current blood glucose is 131 mg/dl. The customer also state that drive support cap appears normal. The customer did not provide details regarding symptoms of high blood glucose. The customer was treated with intravenous. The insulin pump will be returned for analysis.